Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire certified service technician was unable to verify the auto cycling issue. The device passed 119 hour extended tests at the customer's settings. The service technician was able to verify the peep issue. The device failed troubleshooting final test for non-conformances with measured peep at pressure and oxygen test. Bench testing revealed a malfunctioning solenoid manifold is creating the peep non-conformances. The service technician replaced the solenoid manifold and the peep issue was resolved. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that model lap top ventilator 1150 was auto cycling and delivering higher positive end expiratory pressure (peep) while connected to a patient. When the device was set to deliver 20 cm of peep it would deliver 46 cm. The patient was removed from the device and placed on a back up device. The customer confirmed that there was no patient harm associated with the reported event.